Manufacturer narrative:
(B)(4). Batch #r57u97. See attached user facility medwatch # (B)(4). Investigation summary the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that during an unknown procedure, the device worked, but would not open to insert the reload. A similar device was used to complete the case with no patient consequences.